Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the tubing and the drip chamber of two (2) vented paclitaxel sets. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation enclosed in a plastic bag filled with the administered solution for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. During visual inspection, it was noted that there was a separation between the tubing and the drip chamber only on one sample while there was no separation on the other sample. The second set was also gravity tested twice in the laboratory via methylene blue and then leak tested under water via provaset. No single leak was detected and all the returned sets were conforming as per product specifications. The reported condition was verified. The assignable cause was determined to be human error (misapplication of solvent) during assembly/manufacturing. Should additional relevant information become available, a supplemental report will be submitted.